Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned, the phenomenon could not be reproduced. As a result, the root cause could not be identified. It was noted that the problem had been resolved and that no details were shared. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the customer reported that the issue was resolved and had no further information. However, it was mentioned that the connectors were cleaned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the image was freezing when using the evis exera iii video system center. It was reported that when the physician was taking the pictures, it was taking long to generate. The picture was also not stable. There were no reports of patient harm.